Manufacturer narrative:
Analysis of the log files of device (B)(4) has been performed. No device failure has been detected. The first 2 registrations were performed as per recommendation: when the makers are out of the acceptable threshold the surgeon is alerted by an automatic system message, the message informing him that it is strongly advised to re-performed the registration. This is normal system behavior. Due to the patient waking up, the registration process had to be repeated. The device operated as intended.

Event description:
It has been reported that during a surgery, the patient woke up, which required the surgeon to perform a new registration. Prior to the patient waking up, 2 registrations were performed. After the patient woke up, a further 3 registrations were performed.